Event description:
It was reported by the customer that at bd pyxis medbank other user were having issues with issuing cubie meds. Before site called they force opened the cubie and damaged it and it would not close and drawer also would not close. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie would not close. A technical support specialist advised the user to access the customer portal to fill out the cubie exchange form to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.